Event description:
It was reported to covidien on 08/12/2009 that a customer had an issue with a safety needle. The customer reports the nurse, after giving the injection, engaged the safety mechanism which jammed, and bent the needle. The nurse sustained a dirty needle stick. Routine first aid was given and necessary titers drawn. Sample was discarded.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.